Event description:
On (B)(6) 2012, pt reported the infusion device is showing 'please remove the cartridge', and he does not want to be at this menu. Pt stated he wants to turn the infusion device back on. Pt reported the emts took the infusion device off of him and did not know how to shut it off; they pressed the wrong button. Pt stated the emts were called because his wife woke up at 5:30 am and found him in a pool of sweat. She knew he was having a low blood sugar, gave him some orange juice and then called 911 at 5:39 am. Pt reported when the emts arrived, they checked his blood glucose and it was 38 mg/dl. Pt stated they started a glucose IV and it took about 10-15 minutes after emt arrived with the IV before he woke up from the low blood glucose. Pt's normal blood glucose range is 80-120 mg/dl. Pt reported he took too much of a bolus for the food he ate at dinner last night and his infusion device is set to increase the basal rate for dawn effect during the night. Pt stated he feels both of these issues together caused his blood glucose level to drop too low. Pt did not test prior to bed. Pt reported he works outside and is very active in the spring. Assisted pt with getting out of that menu; was able to start the infusion device. Product was replaced and requested return of the alleged product for eval.